Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 2 other complaints reported in the lot number. Additional information reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was scratched possibly due to foreign material in the cartridge. There was no harm reported.

Manufacturer narrative:
The reported associated lens model was not returned. A piece of another lens model optic (1/3) with a haptic was returned in a small plastic bag labelled for this complaint. The returned lens portion does not match the reported iol. The hospital could not provide any clarifying information for the small lens portion and haptic that were returned. Product evaluation will not be updated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
The iol remains implanted in the patient's eye.

Manufacturer narrative:
Corrected information provided in b.5. And d.6. The manufacturer internal reference number is: (B)(4).